Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the patient developed left bundle branch block (lbbb) and still present after the procedure. No treatment was given and the lbbb remained ongoing. Additional information was received that three months following implant the patient was diagnosed with congestive heart failure (chf) with non-ischemic dilated cardiomyopathy and left bundle branch block (lbbb) with an ejection fraction of 35% and persistent bradycardia. Subsequently a permanent pacemaker was implanted with no adverse patient effects.

Manufacturer narrative:
Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.